Event description:
Customer had left ear pierced on 9/16/97 with the inverness ear piercing system in a retail store. On 10/1/97 she sought medical treatment for an infection at the piercing site. She was provided with a prescription for antibiotics. The customer reports that the piercing was done in an area that contained scar tissue from a previous ear piercing.